Manufacturer narrative:
Medwatch sent to the FDA on 19/jun/2019. The device will not be returned for analysis. Therefore no analysis or testing has been done. A review of the device labeling notes the following: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Possible complications of the use of the orbera365¿ system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera365 intragastric balloon had reported the "balloon must have burst. The esophagogastroduodenoscopy (egd) which was performed and the MRI scan of the rest of the intestines performed could not identify any remnants of the balloon." It was noted "spontaneous expulsion of the balloon."